Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The cable and the suction/delivery line had been cut from the device. The electrode was missing from the tip and only the stands remain. The tip is worn from use. A functional evaluation could not be performed on the returned device due to the cut cable. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the information provided the clinical root cause of the reported fractured electrode could not be determined and an user technique/procedural variance or a device malfunction as a contributing factor to the reported event could not be ruled out. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site, mechanical displacement of tissue through applied force, or activating the device above recommended settings for prolonged periods of time). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an adenotonsillectomy, the electrode of the procise ez wand fractured. The broken pieces were not seen to be removed, but were not visible on the x-ray, so were assumed to have been removed intraoperatively possibly by suction. The procedure was completed with a surgical delay of 30 minutes using a suction monopolar competitor device. No further complications were reported.